Event description:
Surgeon reported "had a stapled port fixation which came adrift after three weeks. When I took the base plate off, the staples appeared to be wide open despite it appearing okay at insertion." The port was repositioned with sutures adn remains implanted. The rapid port tack was discarded and will not be returned.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis if is explanted in the future, as well as to indicate the product serial number, date of event, implant and explant date. Allergan has not received the data and the implant date was estimated from the event description. The device was repositioned and remains implanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. See related medwatch number 2024601-2009-00867. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the possibility of detachment of the tacks. Warning: in order for the port/tack to be properly affixed to the pt, all three stainless steel fasteners must be well within the pt's fascia and/or underlying muscle. Otherwise, the port/tack can become detached and subsequent removal and/or replacement may be necessary.